Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2 h3 other text : device remains implanted

Event description:
The patient underwent treatment for an abdominal aortic aneurysm on (B)(6) 2018, with the implantation of an afx2 bifurcated stent graft and an afx cuff. During the procedure, a type 1b endoleak from both iliac arteries was confirmed. An afx limb was added on the left side, resolving the endoleak there, but the right-side type 1b endoleak persisted despite a balloon touch-up. The physician elected to monitor the patient (MFR#3011063223-2024-00013). On (B)(6) 2024, the patient underwent a re-intervention. The right internal iliac artery (iia) was occluded, and an excluder leg was inserted from the right common iliac artery (cia) to external iliac artery (eia) to resolve the endoleak type ib. For treatment of the endoleak type iiib, a new afx2 bifurcated stent graft was implanted. After balloon touch up, no further leakage was detected, and the operation was successfully concluded.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix's practice to make at least three good-faith efforts to retrieve a reported adverse event/incident-related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the afx2, aneurysm enlargement of 5.3mm, and type ib endoleak of the right common iliac artery complaints are confirmed. The complaint is most likely anatomy-related. The type iiib endoleak of the distal main body is also confirmed. This is consistent with the reported adverse event/incident. There was a distance of 32mm observed from the inferior margin of the right iliac stent to the bare metal stent. This created an exposed area that expanded in diameter over time due to disease progression. At the time of evaluation, the diameter of the right common iliac artery was measured at 5.8mm, a dimension which falls below the standard range of 10-23mm and therefore may be deemed off-label. Procedure-related harms, device, user, procedure, or anatomy-relatedness of this complaint could not be determined with the medical records available for review. The final patient status remains unknown. The final patient status was not made available to endologix. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx2. Corrections: g3: awareness date ¿ updated h6: investigation finding codes - remove code 3233 h6: investigation conclusion codes - remove code 11.